Event description:
It was reported the system intermittently displayed communications errors and was failing to boot properly. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was installed and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.